Event description:
Customer reported that pump screen was dark and would not turn on. There was no reported adverse impact to customer¿s blood glucose level. Technical support instructed customer to try powering on pump with specific steps, but it did not activate. Customer was advised to plug pump into a known working power source, which also failed. Technical support arranged for replacement of the pump and confirmed it was under warranty. Customer was instructed to use an alternate method of insulin delivery until replacement arrived and to return malfunctioning pump using provided label.